Event description:
Asr revision; left; xl; reason for revision: unknown.

Manufacturer narrative:
No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information received from (B)(6)and surgeon confirmation form for asr: reason(s) for revision: pain and alval / soft tissue reaction

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Left: xl, reason for revision: unknown. Update june 29, 2017 additional information received from (B)(6) and surgeon confirmation form for asr: corrected surgery date: (B)(6) 2007. Reason(s) for revision: pain and alval / soft tissue reaction. This complaint was updated on july 12, 2017. Update july 13, 2017 additional information received for confirmation on correct primary surgery date: (B)(6) 2017. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Asr revision left xl reason for revision: unknown update june 29, 2017 additional information received from (B)(6) and surgeon confirmation form for asr: corrected surgery date: (B)(6) reason(s) for revision: pain and alval / soft tissue reaction this complaint was updated on (B)(6) 2017 update july 13, 2017 additional information received for confirmation on correct primary surgery date: (B)(6) the reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Asr revision: left, xl, reason for revision: unknown. Update june 29, 2017 additional information received from (B)(6) and surgeon confirmation form for asr: corrected surgery date: (B)(6) 2007. Reason(s) for revision: pain and alval / soft tissue reaction. This complaint was updated on july 12, 2017. Update july 13, 2017 additional information received for confirmation on correct primary surgery date: (B)(6) 2017. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.